Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. Keypad connector was inspected and no anomaly was noted. Unit was received with minor scratched lcd window, scratched display window cover, cracked keypad at select button, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the insulin pump had a blank screen and was alarming customer's blood glucose level was 213 mg/dl at the time of the incident. Customer took the battery out and put it back in but the buttons were unresponsive. The customer also reported the buttons of the insulin pump were not working. Customer was assisted with troubleshooting. The customer stated the insulin pump was exposed to moisture. The alarm occurred during the time the buttons were not responding. Customer was unable to clear the pump error and power loss alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.